Event description:
It was reported that following a fall, the patient sustained a fracture below the implant, and the device was removed to permit fracture fixation with plating and placement of a stem to bypass the fracture. Intra-operatively, there was no failure of the implant noted, and the device was explanted to allow plating of the fracture and stem bypass. The patient was revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown oxford femoral component unknown oxford tibial component g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.